Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found, the outer insulation of the lead was distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst commented although the lead appeared to have been distorted at one point during the attempted implant (outer insulation kinked/buckled), the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician questioned the integrity of the lead and helix. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.